Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer declined to complete the troubleshooting and stated that it was the second occurrence of the issue. Customer also reported that the insulin pump had an failed battery test alarm that was resolved by a battery change. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.